Event description:
The customer states that one pt sample generated an architect b-hcg assay result of 1900 miu/ml. A second sample was drawn one week later and generated, and architect b-hcg assay result of <1.2 miu/ml. The initial sample was then retested and generated a result of <1.2 miu/ml. Upon troubleshooting, it was discovered that when the initial sample was first tested, it was preceded by a sample that generated an architect b-hcg assay result of 30,000 miu/ml. The customer suspects a carryover issue with the analyzer (the sample probe has been on the analyzer for three months). There is no impact to pt management reported. An investigation is pending.

Manufacturer narrative:
This is an initial report. A final report will be issued at the conclusion of an investigation.